Event description:
Inaccurate result (s). Called in because he took back to back tests and got one positive and one negative. He followed the directions exactly and waited the 15 minutes. Picture provided. The kits were purchased at walgreens.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Final product manufacture and qc record for cov3090007. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. From the picture provided by the customer, the test (t) line of the both cassettes can be seen. One is obvious, the other is weak. If the control (c) line and the test (t) line are visible, the test is positive. Any faint visible red or pink test (t) line with the control (c) line should be read as positive. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: g6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Inacurate result (s). Called in because he took back to back tests and got one positive and one negative. He followed the directions exactly and waited the 15 minutes. Picture provided. The kits were purchased at walgreens.